Manufacturer narrative:
(B)(4). Batch #: u9440m. Additional information was requested and the following was obtained: does the surgeon believes that the skin debridement was caused by the devices? Yes. Are there any anticipated long-term effects from the skin debridement? Unknown. What is the current condition of the patient? Unknown. Did the patient need any different type of post op care due to the extended time of the procedure? Unknown. The rep called back and provided additional information. One one of the devices "unknown which one", the surgeon thought that the heat transfer up the shaft caused two burns. Surgeon said that there used to be a protective sheath that prevented those types of things from happening and would like to have them back because of the protection they provided. The second device would not rotate. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the thyroidectomy procedure open or minimally invasive?. What is the surgeon¿s experience with the device?. What is meant by ¿device did not seem to be working properly?¿. What was the location of the skin laceration?. What led to the skin debridement and how was it associated with the use of the device?. Were there any medical or surgical interventions required?. Was the post operative care of the patient altered in any way as a response to the difficulties of the devices?. What is the patient's current status?. Investigation summary: the device was returned with no apparent damage. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Due to the condition of the returned device, we were unable to test for the reported tissue effect and hot sheath issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a thyroidectomy a harh23 was not working properly. The release pressure on jaws alert was also displayed. Switched hand piece and device. As a consequence, there was skin debridement.